Event description:
It was reported that the patient presented to the emergency room with symptoms of thumping sensation on the chest. It was noted that the right atrial (ra) lead had dislodged which resulted in loss of capture and failure to sense. Programming changes were performed, and the ra lead was deactivated. The patient was in stable condition.

Event description:
New information received indicates that the right atrial (ra) lead was explanted on (B)(6) 2026. The patient was in stable condition.

Event description:
New information received indicates that the right atrial (ra) lead exhibited high pacing impedance. The issues of loss of capture and failure to sense also recurred on (B)(6) 2026. X-ray confirmed that the ra lead had dislodged into the pacemaker pocket. Programming changes were performed during the patient follow-up visit.